Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery cap was damaged and will not attach to the pump. It was also noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/16/2015 with the following findings: there was a pump reboot associated with a low battery warning and a battery changed observed in the black box. There were additional pump reboots observed in the black box after the complaint date. The pump was unable to maintain an electrical connection due to the battery cap detaching. The battery cap threads were damaged so a test cap was used. The battery compartment was cracked and also had damaged threads. The pump was exercised for 24 hours with a test cap with no reboots, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the pump case was cracked near the display area. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.